Event description:
It was reported that the customer's pump screen was dark and would not turn on, indicating a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to attempt several troubleshooting steps, which did not resolve the issue. Consequently, a replacement pump was sent to the customer, and instructions for returning the problematic pump were provided. The customer agreed to follow these instructions, and a backup insulin pump was used to ensure continuous insulin delivery.